Event description:
Exact date of event is unk. It was reported that during preparation, it was noted there was a bend in the autotome rx sphincterotome handle where it transitions to the catheter. There was no damage noted to the packaging. The procedure was finished with another autotome rx sphincterotome. There were no pt complications reported.